Manufacturer narrative:
A boston scientific technical services consultant discussed that lv pacing cannot be ensured since it is based on rv timing and there could be loss of bi-ventricular pacing. Isometrics produced some muscle noise and loss of capture. The noise was mainly due to the use of the patient¿s exercise training band. The physician advised the patient to not continue the exercises. Due to the patient¿s fragile condition, the physician will continue to monitor the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was experiencing noise on both channels of the right ventricular (rv) lead. The noise on the pace/sense channel was oversensed resulting in pacing inhibition for 3-4 seconds at which time the patient was symptomatic. There were anti-tachycardia pacing (atp) events that appear to be appropriate. Atrial noise was also noted with atrial tachycardia response (atr) events. The patient has an left ventricular assist device (lvad) and the caller was inquiring if this device could be causing the noise and if there would be lv pacing if there was noise on the rv. No adverse patient effects were reported.